Manufacturer narrative:
The system was examined and the reported event was not replicated. However, upon examination there were system message (sm) codes observed. As a preventive measure, the ethernet cables and base switch (circuit board) were all replaced. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating there was a temporary failure of one of the laser ports and temporary failure of the lower light module.

Event description:
Additional information was received indicating the event took place during a pars plana vitrectomy procedure on the patients right eye. A system message was displayed. Existing system parameters were not changed. The planned procedure was completed. There was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a surgical procedure the light source failed. The laser portion of the procedure was not completed.